Event description:
It was reported that the implant in site 19 was removed due to final abutment and healing abutment at all. Multiple attempts were made. Rep wa consulted and found implant needed to be removed. Was not able to seat. Stated implant has damaged to internal threads. Mineross allograft used prior to implant placement.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . B3: date of event unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bopt5411, (3i t3 tapered implant 5/4 x 11.5mm) for evaluation. Visual evaluation was performed, damaged threads has been identified. DHR review was completed for the subject lot number 2022040773. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022040773 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional : damaged threads¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The threads have been identified as damage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.